Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the housing separated. A 26 encore balloon catheter inflation device was selected to inflate an unspecified balloon catheter. During inflation at 12 atm, it was noted that the housing was separated. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, device analysis revealed the gauge needle was at 19atm.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit was visually inspected for any damage or defects. The gauge needle is at 19atm. During the device locking mechanism test, pressure was applied to the device and the gauge needle did increase in pressure to 26atm. When pressure was released, the needle returned to 19atm not to 0atm. Therefore a test gauge was used for the remainder of functional analysis. The unit passed all other functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).